Manufacturer narrative:
The customer did not return the strips. A specific root cause for the event could not be determined. The product was not returned for investigation. The returned meter and reference meter were tested with the current masterlot of strips. All inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The returned meter and the retention meter meet the specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that while using the coaguchek xs meter (serial number (B)(4)) on a patient, a result of 3.5 inr was obtained compared to the laboratory result of 2.6 inr. It was stated that the laboratory uses the dade innovin reagent. It was further stated that the timeframe was not known but the assumption was that the samples were taken at the same/similar time. It was stated that the patient was new to the practice, and had not tested before. There were no repeat tests done on the meter and there were no errors or other erroneous results. The customer stated that the patient had no known conditions or drugs that would interfere with the test. Further information regarding the results and any actions taken with the results was requested but not provided. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206462-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230 734 80). There were no error messages that occurred. The retention material complies with the specification.